Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was going to be a part of a system explant due to a patient infection. There was no report of adverse patient effects.

Event description:
Subsequently information was received from the local sales representative that this system was part of an explant procedure due to a patient infection. There was no report of adverse patient effects reported.